Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. The visual inspection of the returned device noted that the obturator appeared intact. The circular seal was disengaged. The cannula, tracer and envelope seal appeared intact. The obturator was received inserted into the canal. Prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing; the device failed an air leak test. Records for each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The analysis concluded there were no assembly component related failures. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic vertical gastrectomy, the device had damaged seal on all ports and the trocar valve fell off into the cavity of the patient. They removed the valve and changed the trocar to complete the case. There was no patient injury.